Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2019-00130 thru 3012447612-2019-00133.

Event description:
It was reported that four driver shafts were sticking within the mating screw heads and difficult to disconnect during surgery. The driver shafts were used to successfully complete the procedure without reported patient impacts. This is report three of four for this event.

Manufacturer narrative:
This is a duplicate of 3012447612-2019-00131.

Event description:
This is a duplicate of 3012447612-2019-00130.